Event description:
The wife of a (b)(6 male )pt called zoll customer support to report that the pt's monitor was emitting smoke. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (monitor emitting) was confirmed. Upon investigation, the monitor was drawing excessive current and overheating. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.